Manufacturer narrative:
The full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. There was blood on the distal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was found bent in the sleeve head and would not extend or retract at time of analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the helix of the right ventricular (rv) lead would not extend. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.